Event description:
The following information was reported: the balloon lost pressure on two devices on the same patient. Calcium was noted on the angiogram. Access was maintained for both mynx closure attempts. The procedural sheath was left in and pulled in the recovery department. Manual compression was applied for 20 minutes with no further complications. The patient was not hospitalized. In the doctor's opinion, the event was not caused by the mynx device/procedure. Additional information: the balloon lost pressure at the 1st stop (sheath). At prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was no resistance while pulling back. Vessel location: peripheral stick location: medium sheath size: 5f vessel size: 6 mm vessel type: arterial.

Manufacturer narrative:
It was reported that the balloon lost pressure at the 1st stop; however, the device and the procedural sheath were not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. Based on the information provided, the reported event could not be confirmed and the root cause could not be conclusively determined. However, it was reported by the facility that calcium was noted on the angiogram, and it was also reported that in the doctor's opinion, the event was not caused by the mynx device/procedure. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of the mynx device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. In addition, two balloon loss of pressure events were reported to have occurred in the same patient which suggests that the patient anatomy (such as the presence of clinically significant peripheral vascular disease) and/or other procedural devices (such as damaged procedural sheath) may have contacted the balloon, potentially contributing to a tear in both balloons. A review of the lhr was not possible as the lot number was not provided. (B)(4).